Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that it was unknown what "invalid" treatment meant. The cause of the invalid treatment was not determined. It was unknown if diagnostics or troubleshooting was done or if the issue was resolved after the electrode replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that it was unknown what "invalid" treatment meant. The cause of the invalid treatment was not determined. It was unknown if diagnostics or troubleshooting was done or if the issue was resolved after the electrode replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that it was unknown what "invalid" treatment meant. The cause of the invalid treatment was not determined. It was unknown if diagnostics or troubleshooting was done or if the issue was resolved after the electrode replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.